Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon overhang occurred. The target lesion was located in the saphenous vein graft to obtuse marginal artery. A rebel stent was implanted. A 3.50mm x 8mm nc emerge® balloon catheter was used to post dilate the stent. The physician commented on the amount of the balloon overhanging the distal marker band. The device was removed intact. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter with a stopcock attached to the hub. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon presented no damage or irregularities. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure. Visual inspection of the manifold/hub presented that the device length/size matched. Inspection of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon overhang occurred. The target lesion was located in the saphenous vein graft to obtuse marginal artery. A rebel stent was implanted. A 3.50mm x 8mm nc emerge® balloon catheter was used to post dilate the stent. The physician commented on the amount of the balloon overhanging the distal marker band. The device was removed intact. No patient complications were reported and the patient's status was good.